Manufacturer narrative:
Patient/user involvement: no patient harm reported. No patient information received.

Event description:
The customer reported that the o2 is leaking through the oxygen manifold. No patient harm reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the o2 is leaking through the oxygen manifold. No patient harmreported. Patient information requested.

Manufacturer narrative:
Root cause: residue caused a check valve poppet in a customer returned o2 manifold to be stuck open. After loosening the poppet the manifold was re-assembled and worked without leaking.

Manufacturer narrative:
Updated.